Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the pump had a display anomaly. The blood glucose at the time of the incident was unknown. The customer states they got some purple spots on the pump screen as a result of sweating on it. The screen is slightly discolored now. Troubleshooting was not performed. The device will be returned for analysis.